Event description:
Customer's husband reported a low blood glucose level of 25 mg/dl. The husband stated that his wife was given honey to bring her sugar levels up, however, she continued to drop. The paramedics were called and she was treated at home. Customer stated that she feels the pump is over delivering insulin. Customer's current blood glucose reading is 200 mg/dl. Through troubleshooting no damage to the drive support cap was noted. Basal rate profile, bolus wizard settings, bolus history and programming were also correct. Weak battery and low reservoir alarms were noted in the insulin pumps alarm history. Through troubleshooting displacement test was also performed and the test passed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.